Event description:
It was reported when a patient presented in the operating room for a generator replacement, externalized conductors were observed. No electrical anomalies were detected. The lead was explanted and replaced. The patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.a partial lead with the connector pin measuring 11.2cm was returned for analysis. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.